Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was hospitalized within the last couple of weeks. Reportedly, the nurse suspected that the user "had discontinued pump therapy and either the battery wore down or the pump was put in shelf mode". It was reported that the user was hospitalized for an "altered mental state" as the primary reason and diabetes for the second. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.